Event description:
Description of health problems: cerebral infarction the cause of death was a brainstem infarction. The ablation was performed with farawave¿ / farapulse¿ (boston scientific) on (B)(6) 2025. The patient was emergently transferred to the hospital on (B)(6) 2025. The physician¿s opinion on the cause of this adverse event was that the cause is unknown. The relationship with the procedure cannot be ruled out completely because the patient developed the cerebral infarction three days after the procedure. However, the physician thought that the possibility of procedural factors is low and j&j products (biosense webster (bwi)) are not the cause of the cerebral infarction because of the following reasons: prior to the procedure, there was a concern of a thrombus in the left atrial appendage, so computed tomography (CT) angiography (for 2 times) and a transesophageal echocardiogram were performed and confirmed no thrombus. Direct oral anticoagulants (doac) therapy was continued during the procedure and activated clotting time (act) was maintained at 400 seconds over. The procedure was completed smoothly. There were no malfunctions noted with bwi/j&j medtech products the complaint product(s) will not be returned for analysis. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".